Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The headset has disconnected while the patient was asleep which resulted in high blood glucose levels. The patient was able to treat this with a new headset and pump use.